Event description:
The customer contact reported a leak of a chemotherapeutic agent. The tubing set was being used to deliver an unspecified chemotherapeutic agent. After an unspecified length of time in use, the customer contact reported an unspecified volume of solution leaked from the option-lok male adapter onto the patient's clothing. The solution that spilled was cleaned up according to the user facility's protocol. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation.